Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
When used in conjunction with the vlft10gen, the cautery pencil started on fire. The handpiece was reported to be too hot to hold onto after several activations so it was dropped and a new handpiece opened to complete the case. There was no injury to the patient. Generator settings were 35/35, then lowered to 25/25 but still had the problem.